Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. A second clip was attempted to be placed, after multiple grasping attempts it was noted that an annulus had formed on the posterior leaflet likely caused by the mitraclip. The clip was removed and the procedure was discontinued. The final mr was grade 1-2. There were no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.